Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately three months after device system implant. The cause of death has been requested and will not be received.